Manufacturer narrative:
A patient's ipg was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event but not received.

Event description:
It was reported the patient had an explant of ipg for an unknown reason.